Manufacturer narrative:
Product analysis #(B)(4) :analysis information -- (B)(6) 2017 20:20:51 cst pli# 10 product ID# 37800 analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery was near normal battery depletion. The information obtained from the ins upon receipt indicated the device had reached eos (end of service).

Event description:
Additional information received from the patient indicated that they were set at the 3rd overdrive setting right at the start. The patient had resolved without sequela. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their ins battery was already dead and they were going to have it replaced on the (B)(6) 2017. They were told the battery was new and improved and had a longer battery life. Their settings were high and they were on the "3rd over drive setting". The patient was unsure if something was wrong with the battery and stated that they were disappointed. Getting the procedure done every year was eating through their sick time and paid time off (pto). They did not want to face it on a yearly basis. The patient stated that if they "bump it down" and really watch what they were eating, maybe they could get more battery life. The battery was confirmed to be done, the friday prior to the report, (B)(6) 2017. The patient asked if there was a new device, the analysis process and the difference between the batteries. The information was reviewed and the patient was redirected to their healthcare provider. No further complications are anticipated. Additional information from the manufacturing representative (rep) reported that during the replacement of the ins the patient said the ins did not last long enough. The hcp wants to send it back for analysis. They did not run impedance on the old implant, but the new implant was at 549ohms. Current settings were noted to be 2.7 volts, 5.0ma, 300 usec, 14 hz, 0.1 sec on and 5 seconds off. Longevity without cycling showed 67 months. No further complications were reported anticipated.